Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). UDI#: (B)(4). Concomitant medical products: unk taper adapter unknown, 115310 comp rvrs shldr glnsp std 36mm 715430, 115370 comp rvs tray co 44mm unknown. Foreign- (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01550.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty. Subsequently, the patient was revised due to disassociation of the glenosphere from the baseplate as well as degradation of ploy liner. No known causes have been reported for the event. No additional patient consequences were reported.